Event description:
Mdt rep said patient reports electrical shocking sensation in the chest and face briefly at random. This issue started after implant replacement. Rep wanted to know what patient can do about this matter. Technical services (ts) reviewed with rep that this is a connection issue or broken wire issue that is allowing connection or disconnection, depending on body/head movement. Ts reviewed with rep that this matter can't be resolved by patient, that it's a surgical intervention type of scenario. Rep was in airport and wasn't able to disclose any patient information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer (con), reported it was unknown what may be caused or contributed to the shocking sensation. No actions were taken, but the issue was resolved. The rep mentioned seeing a 2703 error code meaning out of range which was likely due to a short circuit.

Event description:
Cause of the short/2703 error code was due to an impedance issue that pre-existed before replacement. Neurosurgeon¿s office is scheduled to meet with patient to further investigate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.